Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving enough insulin. The customer¿s blood glucose level was 360 mg/dl. Customer had hyperglycemia. Troubleshooting was continue for hyperglycemia. Customer performed self test and the test was passed. Customer offered to performed displacement test. The insulin pump will not be returned for analysis.